Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device does not work. On september 13, 2017, it was clarified that the issue occurred at the end of surgery. The issue was not identified upon opening the devices, before use or during the first ever use. There was no medical intervention or additional surgical procedures required. Another device was not used to complete the surgery. There was no extension or delay to the surgery. There was no harm, injury or adverse events associated with the failure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformance, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by medicrea on august 28, 2017 revealed that the 2 cutters were worn and must be replaced before the next use by the customer. The comb was badly bent. The bottom roller, gear, bearing and the side plates were worn. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the comb, roller, bearing, gear and side plates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the comb was badly bent. The bottom roller, gear, bearing and the side plates were worn. The root cause of the device not working was due to the bent comb. The issue was resolved with the replaced comb, roller, bearing, gear and side plates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
After a verification in warehouse, was detected the device does not work. Investigation results revealed that the comb was found to be bent . No adverse events have been reported as a result of this malfunction.